Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited inappropriate shock due to incorrect interpretation of signal. Corrective programming changes were made. The patient was stable throughout.